Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen, which is off label usage of the device on (B)(6) 2024. On 06/28/2024, the patient experienced a skin reaction with blisters extending beyond the patch perimeter (approximately 14 inches in diameter). The skin was prepped with alcohol prior to sensor insertion. The patient went to the emergency room on 06/28/2024 for evaluation. He was prescribed doxycycline (100mg twice/day). The patient was in good condition at the time of report. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.